Manufacturer narrative:
Evaluation result: power found to be intermittent if the unit is bumped or shaken while in use. Conclusions: no conclusion can be drawn.

Event description:
It was reported that a sitter ii alarm model 8281 will turn off after being used for awhile, this happens even with new batteries. No patient injury reported.